Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be. Identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was in ventilation mode. The device did not show technical events or technical faults, but the ratio of vti to vte was measured. Incorrect aside of frequently occurring vt low, high frequency, high minute volume, vt high and pressure limitation alarms during ventilation. A clear root cause of this complaint cannot be determined more precisely, therefore most likely in this case is that, for example, condensate was present within the proximal flow sensor or condensate was present within the sensing lines of the proximal flow sensor or that after the flow sensor calibration the system setup was supplemented with, for example, a hme filter or a co2 sensor and thus the measurement became less precise. In this complaint case it is stated that the failure did occur during ventilation of a patient. There was no reported patient, user, or third-party harm. The issue is not likely to be serious to public health but has potential to cause a patient harm or a delay in patient treatment, if it were to recur. Therefore, the event has been deemed to be a reportable event. The service technician visited the hospital on (B)(6)2023, downloaded the logfiles of the ventilator and tried to reproduce this issue without success. He updated the software version to 1.2.2. While the service technician was running the service software, the "pneumatic 1 inspiratory valve test" did not pass, the applied pressure was too low or the pressure could not be maintained. He noted that the defective inspiratory valve had a broken or leaking seal. The inspiratory valve (B)(6) was replaced, the service software was passed and the device was released. A leaky inspiration valve has nothing to do with this current issue.

Event description:
The following was reported to the hamilton medical ag: summary: vti / vte difference.

Event description:
The following was reported to the hamilton medical ag: summary: vti / vte difference.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.